Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi after an magnetic resonance imaging (MRI). It was noted that the device was properly programmed for the MRI. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that high voltage therapy was disabled due to the reset. The device was restored successfully.